Event description:
Same case as MFR report #: 2134265-2012-02887 & 2134265-2012-02889. It was reported that while unpacking a vtcb\10.3 flexima biliary drainage catheter, foreign matter was present. Upon removal, it was noted that some of the paper from the packaging was stuck to the tip of the catheter. Two more devices from the lot were found to have the same issue. A device from another lot was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause was unable to be determined. (B)(4)